Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: the pump's black box showed no excessive battery usage or evidence of a alarms related to the complaint. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. During investigation, no alarms related to the complaint were duplicated. There was no evidence of excessive pump temperature duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump gave an unknown beep. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.